Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon insertion of powerglide in the brachial complex, the nurse stated that there were no issues with cannulating the vessel and no trouble advancing the catheter. After cannulation, blood was profusely backflowing at the insertion site. The nurse attempted to remove the device, and about 9 cm of catheter broke off from the hub, migrating into the patient's pulmonary artery.

Event description:
It was reported that upon insertion of powerglide in the brachial complex, the nurse stated that there were no issues with cannulating the vessel and no trouble advancing the catheter. After cannulation, blood was profusely backflowing at the insertion site. The nurse attempted to remove the device, and about 9 cm of catheter broke off from the hub, migrating into the patient's pulmonary artery.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga powerglide pro midline catheter. The depicted portion of the catheter included the luer adapter, molded joint and a portion of catheter shaft. The catheter shaft terminated less than 1cm distal of the molded joint. The proximal catheter segment was not visible in the submitted photograph. Catheter damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.